Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 13-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy bleeding on my periods, recurren t') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), back pain ("intense cramps/ lumbar pain") and neck pain ("intense cramps/ neck pain"). In 2018, the patient experienced enterocolitis haemorrhagic ("haemorrhagic rectocolitis") with serum ferritin decreased. In 2019, the patient was found to have uterine leiomyoma ("uterine fibroma") and experienced endometrial thickening ("a thickening of the uterine mucosa"). On an unknown date, the patient experienced fatigue ("extreme fatigue") and musculoskeletal pain ("musculoskeletal pains"). The patient was treated with iron, saccharated iron oxide (venofer) and kinesiotherapy since 2017. Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, back pain, neck pain, fatigue and musculoskeletal pain had not resolved and the uterine leiomyoma, endometrial thickening and enterocolitis haemorrhagic outcome was unknown. The reporter provided no causality assessment for back pain, endometrial thickening, enterocolitis haemorrhagic, fatigue, heavy menstrual bleeding, musculoskeletal pain, neck pain and uterine leiomyoma with essure. Diagnostic results (normal ranges are provided in parenthesis if available): serum ferritin - on an unknown date: ferritin levels remain very low or non-quantifiable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (anms, reference number: (B)(4)) on 13-jan-2022. The most recent information was received on 21-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy bleeding on my periods, recurren t') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), back pain ("intense cramps/ lumbar pain") and neck pain ("intense cramps/ neck pain"). In 2018, the patient experienced enterocolitis haemorrhagic ("haemorrhagic rectocolitis") with serum ferritin decreased. In 2019, the patient was found to have uterine leiomyoma ("uterine fibroma") and experienced endometrial thickening ("a thickening of the uterine mucosa"). On an unknown date, the patient experienced fatigue ("extreme fatigue") and musculoskeletal pain ("musculoskeletal pains"). The patient was treated with iron, saccharated iron oxide (venofer) and kinesiotherapy since 2017. Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, back pain, neck pain, fatigue and musculoskeletal pain had not resolved and the uterine leiomyoma, endometrial thickening and enterocolitis haemorrhagic outcome was unknown. The reporter provided no causality assessment for back pain, endometrial thickening, enterocolitis haemorrhagic, fatigue, heavy menstrual bleeding, musculoskeletal pain, neck pain and uterine leiomyoma with essure. Diagnostic results (normal ranges are provided in parenthesis if available): serum ferritin - on an unknown date: ferritin levels remain very low or non-quantifiable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.